Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The pump began charging after using different charging supplies, specifically the old tandem charging cable and wall adapter.